Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently pump was not delivery insulin properly. Customer declined tandem technical support's offer to perform a pump system check. Customer's blood glucose was 120-300 mg/dl. Customer reverted to using manual injections for insulin therapy.